Manufacturer narrative:
(B)(4). Report source: japan. Concomitant medical devices: unknown-unknown ringloc bipolar cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00770. Nakamura, t., yamakawa, t., hori, j., goto, h., nakagawa, a., takatsu, t., osamura, n., saito, a., hagio, k., mouri, k. (2021) conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Journal of orthopaedic surgery 29(3) 1¿8. Https://doi.org/10.1177/23094990211063963. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported patient expired in an unknown time frame postop due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported patient expired approximately 1 month post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
It was reported from a publication that a patient expired due to unknown reasons approximately 1 month after having a left hip hemiarthroplasty due to a femoral fracture. There are no allegations of device failure or surgical complications. The patient was elderly, frail with a low bmi, and had history of cancer and dementia. Patients within this study all had fractures which will predispose them to a more difficult recovery. Additionally, patients were not excluded from this study based upon their frailty; thus patient's would be at a higher risk for complications post-operatively. Upon further review, the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. Therefore, this is no longer a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.